Manufacturer narrative:
Previous report(s) in this series should have contained the following narrative text: "this report is being submitted as part of a retrospective review and remediation for CAPA 564121 per (B)(4)." Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that the implant of the transcatheter bioprosthetic valve was accessed with the delivery catheter system (dcs) via the right femoral artery. The minimum access vessel was 6.8 millimeter (mm). Following the implant of this transcatheter bioprosthetic valve computed tomography (CT) images identified a left groin pseudoaneurysm. As reported, a ¿large¿ hematoma the size of a grapefruit was observed. The hemoglobin and hematocrit dropped from 14.7 and 43.5 respectively to 10.6 (also reported as 10.1). And 31.1 respectively. Two units of packed red blood cells were transfused. The day following the valve implant procedure, thrombin was injected via needle during color flow doppler with interventional radiology. This adverse event was reported as causal to the procedure but unrelated to the dcs as the dcs was accessed via the right femoral artery, opposite of the left groin. The specific cause of the pseudoaneurysm was not reported. This event was considered resolved 16 days following the valve implant procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
This report was submitted as part of a retrospective review and remediation per (B)(4). Product analysis: the device was not returned, therefore no product analysis can be performed. Conclusion: vascular access related complications are a known potential adverse patient effect per the evolut system instructions for use (IFU), and are typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). This adverse event was reported as causal to the procedure but unrelated to the dcs as the dcs was accessed via the right femoral artery, opposite of the left groin. The specific cause of the pseudoaneurysm was not reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.